Event description:
Bayer case number: (B)(4) uterine pain [uterine pain] uterine polyps [uterine polyp] restless leg symptoms [legs restless] problems with swallowing [swallowing disorder] problems with swallowing [swallowing disorder] fatigue [fatigue] depression [depression] involuntary spasms in the extremities of the legs and arms [cramps of extremities] frequent pain in the legs [pains in legs] frequent pain in the legs, with a sensation of nerve excitation. [Peripheral nerve hyperexcitability] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine pain ("uterine pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced uterine pain (seriousness criterion medically important), uterine polyp ("uterine polyps"), restless legs syndrome ("restless leg symptoms"), fatigue ("fatigue"), depression ("depression"), muscle spasms ("involuntary spasms in the extremities of the legs and arms"), pain in extremity ("frequent pain in the legs") and peripheral nerve hyperexcitability ("frequent pain in the legs, with a sensation of nerve excitation"). In 2015 she experienced a first episode of dysphagia (" problems with swallowing"). In 2020 she experienced a second episode of dysphagia ("problems with swallowing"). Essure treatment was not changed. At the time of the report, the pain in extremity and peripheral nerve hyperexcitability had not resolved. The outcomes for uterine pain, uterine polyp, restless legs syndrome, fatigue, depression, muscle spasms and the last episode of dysphagia were unknown. No causality assessment was received for essure with regard to uterine pain, uterine polyp, restless legs syndrome, the first episode of dysphagia, the second episode of dysphagia, fatigue, depression, muscle spasms, pain in extremity or peripheral nerve hyperexcitability. The reporter commented: period of occurrence: from 2014 patient¿s current status: frequent pain in the legs, with a sensation of nerve excitation device removal required. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Uterine pain [uterine pain], uterine polyps [uterine polyp], restless leg symptoms [legs restless], problems with swallowing [swallowing disorder], problems with swallowing [swallowing disorder], fatigue [fatigue], depression [depression], involuntary spasms in the extremities of the legs and arms [cramps of extremities], frequent pain in the legs [pains in legs], frequent pain in the legs, with a sensation of nerve excitation [peripheral nerve hyperexcitability]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-nov-2024. The most recent information was received on 17-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine pain ("uterine pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014, she experienced uterine pain (seriousness criterion medically important), uterine polyp ("uterine polyps"), restless legs syndrome ("restless leg symptoms"), fatigue ("fatigue"), depression ("depression"), muscle spasms ("involuntary spasms in the extremities of the legs and arms"), pain in extremity ("frequent pain in the legs") and peripheral nerve hyperexcitability ("frequent pain in the legs, with a sensation of nerve excitation"). In 2015, she experienced a first episode of dysphagia (" problems with swallowing"). In 2020, she experienced a second episode of dysphagia ("problems with swallowing"). Essure treatment was not changed. At the time of the report, the pain in extremity and peripheral nerve hyperexcitability had not resolved. The outcomes for uterine pain, uterine polyp, restless legs syndrome, fatigue, depression, muscle spasms and the last episode of dysphagia were unknown. No causality assessment was received for essure with regard to uterine pain, uterine polyp, restless legs syndrome, the first episode of dysphagia, the second episode of dysphagia, fatigue, depression, muscle spasms, pain in extremity or peripheral nerve hyperexcitability. The reporter commented: period of occurrence: from 2014. Patient¿s current status: frequent pain in the legs, with a sensation of nerve excitation device removal required. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.